Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within specification range. The customer reran the sample in question and the results were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked and verified the probe alignment. The cause of the discordant, falsely elevated ast, alt, ggt, and tbil_2 results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated aspartate aminotransferase (ast), alanine aminotransferase (alt), gamma-glutamyl transferase (ggt), and total bilirubin_2 (tbil_2) results were reported on one patient sample on an advia 1800 instrument. The discordant results were reported to the physician(s). The physician(s) accepted the initial results and referred the patient to internal medicine for follow-up treatment due to high enzymes and total bilirubin. The patient was administered with ursa tab for the improvement of liver function. The sample was repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). The patient was discharged on (B)(6) 2018. There are no reports of adverse health consequences due to the discordant, falsely elevated ast, alt, ggt, and tbil_2 results.

Manufacturer narrative:
Additional information (14-feb-2018): a new sample draw was obtained from the patient in the internal medicine department and run on an unknown instrument, resulting lower. Corrected information (14-feb-2018): based on the further clarification received, the initial run was performed on (B)(6) 2018. Therefore, the correct event date is (B)(6) 2018. The event date has been updated with the correct event date. Additional information (27-feb-2018): a siemens headquarters support center (hsc) specialist reviewed the event data and determined that the analysis order of the sample does not group the discordant results together ruling out a mix problem of the sample dilution for the initial sample run. The hsc specialist concluded the potential cause of the issue to be sample specific and isolated to the initial run of the sample. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A new sample draw was obtained from the patient in the internal medicine department and run on an unknown instrument, resulting lower.